Event description:
It was reported that during a percutaneous coronary intervention, a stent damage and dislodgement occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the mid right coronary artery (rca). The 3.5 x 24mm promus element mr stent delivery system (sds) was advanced through a jr non bsc guide catheter, but after several attempts, was unable to cross the lesion. When the sds was "forcedly" removed from the patient it was noted that the stent had stretched, and dislodged inside the vessel at the distal end of the guide catheter. The stent was retrieved and removed together with the guide catheter. The procedure was completed with a 3.5 x 23mm non bsc stent. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a stent damage and dislodgement occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the mid right coronary artery (rca). The 3.5 x 24mm promus element mr stent delivery system (sds) was advanced through a jr non bsc guide catheter, but after several attempts, was unable to cross the lesion. When the sds was "forcedly" removed from the patient it was noted that the stent had stretched, and dislodged inside the vessel at the distal end of the guide catheter. The stent was retrieved and removed together with the guide catheter. The procedure was completed with a 3.5 x 23mm non bsc stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: only the stent was returned for analysis. A visual and microscopic examination of the stent found the stent was severely stretched along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).